Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had motor current error detected alarm. Customer¿s blood glucose was unknown at the time of incident. Customer was able to clear the alarm but unable to rewind the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with constant spi to motor pic communication error during rewind. During visual inspection, motor, electronics stack, home switch and force sensor was corroded. Unable to perform prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due constant spi to motor pic communication error.